Manufacturer narrative:
Event was reported to have occurred on an unreported date "by the end of 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing at the time of treatment. No additional information could be provided as the reporter declined follow up.